Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a px slim delivery microcatheter (px slim). During the procedure, while attempting to insert a px slim into a non-penumbra catheter, the physician noticed a kink approximately 10 centimeters from the distal end of the px slim; therefore, the px slim was not used. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.